Event description:
It was reported that a spectrum pump had air accumulation alarms within the pump history log. It was reported that these alarms occurred during an infusion. It was also reported that there was no patient injury.

Manufacturer narrative:
The device was returned to baxter for evaluation and therefore an evaluation could not be completed. However, the complainant could not be completed. However, the complaint was confirmed through the returned history log. If the device was confirmed through the returned history log. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.